Event description:
(B)(6) at md office reported patient needs replacement altera kit (which includes the handset and grey cord that connects to the controller). Unknown reason for need fer replacement. Unknown if pt missed a dose; no adverse drug event reported; unk if device available for return; unknown lot/expiration. No further information known. Altera handset is used to deliver cayston inhalation solution at dose/frequency above. Reported to (B)(6) by health professional.